Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain 2 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable due to an open clamp on an unused supply line. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) on the homechoice (hc) during dwell 1 of 4. Home patient (hp) hp stated unused lines were unclamped. Technical service representative (tsr) explained alarm and had hp cycle power. Hp will restart with new supplies and notify the peritoneal dialysis (pd) nurse. Tsr reviewed proper procedures with hp. No patient injury or medical intervention was reported.

Event description:
Boston scientific crm received information that one day post implant of this pacing system, no issues were observed. However, two days post implant, intermittent loss of capture was noted and an x-ray found the lead to be looped. The physician felt he needed to make the lead more stable and a revision procedure was performed. The lead was successfully repositioned without further incident.

Manufacturer narrative:
(B)(4).